Event description:
It was reported that the patient underwent full revision. The explanted products have not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was detected on a patient's device. The patient was referred for a full revision. No surgical intervention has been reported to date. No additional information has been received to date.